Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device was fired and it cut and stapled only on the specimen side. The case completed by suturing the other side with no pt consequence.